Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that only the proximal segment of the lead was returned severed at 64 mm from the terminal pin. The returned portion of the lead was subject to direct current resistance testing and passed on all paths, verifying a portion of the lead's electrical performance was intact. Analysis was unable to confirm the allegation from the field.

Event description:
Boston scientific received information that the right atrial (ra) lead safety switch tripped due to out of range low impedance measurements. Upon evaluation of the daily measurements within the arrhythmia logbook, the ra lead impedance measurements were consistently in the mid 300 ohm range. Over 100 noise mode switches that were oversensed by the atrial channel were also seen in the logbook. The device and a portion of the lead were explanted eleven months later due to patient death. No allegations against the products were made in regards to the patient's death.